Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that the pacemaker went into backup mode due to radiofrequency interference. The pacemaker was explanted and replaced. The patient was stable.